Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was confirmed. The power tool coupling was broken from the drive chain. Visual examination determined that many signs of wear were observed. This device failed due to wear and had exceeded its useful life. A manufacturing review was performed and there were no discrepancies found. No further investigation required. Complaint information provided by distributor, (B)(4). Foreign as event occurred in (B)(6).

Event description:
It was reported during an unknown patient procedure that the connection sheared off. No adverse events were reported as a result of the malfunction.